Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had failed to capture. The patient experienced symptoms of a bradycardia. On (B)(6) 2021 the rv lead was repositioned. The patient was stable throughout procedure.